Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a vticmo12.6,-18.00/3.0/148 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018 with an observation of refractive surprise. Repositioning of the lens was conducted and the problem was resolved. The reporter stated that 'the patient is absolutely fine' and that 'vn is 6/9'. It was reported that the cause of event was due to a user error, surgeon admitted to implementing incorrect data in ocos.